Event description:
It was reported that there was coil protrusion from the catheter's tip during removal. A 3mm x 6cm 2d f-idc interlock was selected for use. During the procedure, it was noted that the coil failed to release. Furthermore, during removal of the device, the coil protruded from the catheter's tip. The procedure was completed with different device. No patient complications were reported.